Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted, the patient complained of near vision not being clear in the left eye. The patient states that reading on an ipad is okay but the phone is difficult and expiration dates are impossible. The patient is having difficulty reading small print. The patient's near vision is corrected to j1+. No medical or surgical intervention was required. There are no planned interventions. The iol remains implanted. Through follow-up, it was learned that the patient is unable to perform one or more daily activities due to this issue, which includes difficulty reading small print. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3 - other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.